Manufacturer narrative:
Device evaluation: one cadd legacy pca pump was returned for investigation in used condition. The pump was tested three times for pressure; all three test were out of specification. The reported product problem was therefore confirmed. The problem occurred due to a faulty downstream sensor. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced.

Event description:
It was reported that the pump presented with a high pressure alarm at 30 psi. The downstream occlusion sensor did not record the change. This product problem was observed during testing. There was no patient involvement.